Event description:
ICD analysis indicated the lead arced to the ICD can causing the device to go into backup vvi mode.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.